Event description:
It was reported that the customer had been hospitalized due to high blood glucose levels; it been very high during the day and was 18 mmol/l at the time of the call. The hospital diagnosed ketones. At the hospital the insulin pump was checked and the case of the device was full of insulin. When the customer shook the insulin pump, insulin was leaking out of the device. Troubleshooting was performed. The rewind process and the prime/fill process were done again. The reservoir and the infusion set were changed normally. There were no alarms in the alarm history. The customer stated that they would start the insulin pump, again, at the hospital. The customer was advised to monitor the insulin pump and their blood glucose and call back in one hour after the current phone call. Later, during the follow up call, the customer's blood glucose was 8 mmol/l and there were no more problems. Later, the insulin pump was changed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Evaluated one sealed reservoir. Inspected the reservoir o-ring/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: the reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Conclusion: the reservoir did not leak.